Event description:
The user received a discrepant calcium result for one patient heparinized plasma sample drawn in a separator tube with gel. The initial result was 12.99 mg/dl. The same sample was tested two more times from the primary tube with results of 11.87 and 12.11 mg/dl and was also repeated in a microcup with a result of 11.61 mg/dl. The user reported a calcium result of 11.9 mg/dl to the doctor. The initial discrepant result was not reported and there was no delay in treatment of the patient. The user stated the patient "routinely runs a high calcium (10-11 mg/dl range) so they felt confident that the 11.9 mg/dl fit the historic patient data." The calcium reagent lot number was 61689501. The user replaced the sample probes in response to the issue. The field application specialist could not find a cause and determined, it was a possible sample issue. She noted the user was not following the tube manufacturer's recommendation for centrifugation. She discussed these recommendations with the user who stated they do not want to change their settings at this time.

Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.

Event description:
Complainant alleged that during biomed testing the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Based upon the information provided, no malfunction was detected and an instrument related issue could be excluded. The issue might have been caused by sample handling issue or improper centrifugation setting. It was recommended the customer check the complete preanalytical procedure with the tube manufacturer and to perform maintenance as directed. The customer declined to make any changes to their current lab procedure.